Event description:
Physician reported right side capsular contracture, baker grade IV. The device has been explanted and replaced with a non-allergan implant.

Manufacturer narrative:
Photo analysis visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Capsular contracture-breast: unable to observe since it is not related to the device. No additional observations are performed.

Manufacturer narrative:
Phone number e1.: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Physician reported, right side capsular contracture, baker grade IV. The device has been explanted and replaced with a non-allergan implant.